Event description:
It was reported that there was an asystole for 6.5 seconds, but no harm was generated and no entry in the event mode. There was no patient injury reported. Drager reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.